Manufacturer narrative:
Actual device is not returned but device evaluation is completed based on information provided by customer. This supplemental report is being submitted to provide this information. The correction is to include the following information provided by the customer: the device was inspected and there was no damage or abnormalities observed. The instructions for use are being followed. Upon review of the information provided, the device was not outputting the sdi signal from the g-med to the computer. There was also an error in setting connections made. The monitor cable was not damaged. Root cause of the issue of no image cannot be determined as the actual device is not returned. It is likely that the user error of settings caused the error.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint of no image was not confirmed. The field service engineer observed the button for switching input signals was incorrectly set. The monitor cable was connected properly and not damaged. The instruction manual states the following, if ¿the button for switching input signals has been incorrectly set. No image" will be provided. The remedy for this issue would be to "use the input button on the front panel to select an appropriate terminal¿. Based on similar reported complaints, the most likely cause of the reported event can be attributed to user handling or technique. No further information was reported.

Event description:
The customer reported to olympus that during preparation for use, the cart monitor was not functioning. The serial digital interface (sdi) signal feeding the computer was routed through the monitor and no sdi signal was observed. The device was installed and wired in (B)(6) 2019 and has not been in service. There was no patient involvement.